Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: [facility ni]. [Signature illegible]. Office notes. Left inguinal swelling. Left sided pain. History of cancer, throat; heart disease. Reducible [illegible] left inguinal. Robotic left inguinal repair. (B)(6) 1203: [facility ni]. [Signature illegible]. Office notes. Postoperative check. Doing well with small amount pain. No recurrence. (B)(6) 2013: [facility ni]. [Signature illegible]. Office notes. One week check. Looks great. Wants [illegible]. Records span 11/18/2013 to 06/08/2015. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: [facility ni]. [Signature illegible]. Office notes. Left inguinal swelling. Left sided pain. History of cancer, throat; heart disease. Reducible [illegible] left inguinal. Robotic left inguinal repair. On (B)(6) 2013: [facility ni]. [Signature illegible]. Office notes. Postoperative check. Doing well with small amount pain. No recurrence. On (B)(6) 2013: [facility ni]. [Signature illegible]. Office notes. One week check. Looks great. Wants [illegible]. Records span (B)(6) 2013 to (B)(6) 2015. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 2240 and 3191 - other used for ¿mesh shrinkage¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span november 18, 2013 through june 8, 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from december 19, 2013 through april 15, 2015 were not provided. Patient information: medical history: smoking, on (B)(6) 2013: smokes 2 packs per day x 30 years, quit x 5-6 years. Overweight: on (B)(6) 2015: 158 lbs., bmi 27.12, on (B)(6) 2013: bilateral inguinal hernias, chronic obstructive pulmonary disease [copd], diabetes, on (B)(6) 2015: ¿controlled with diet.¿ history of methicillin resistant staph aureus [mrsa], hypertension. Surgical procedures: unknown date: coronary artery bypass graft [CABG]. On (B)(6) 2013: robotic left inguinal hernia repair. Implant: prolene. On (B)(6) 2013: robotic right inguinal hernia repair. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2015: laparoscopic recurrent inguinal hernia repair right side. Implant: prolene soft. Relevant medical information: on (B)(6) 2013: ¿left inguinal swelling. Left sided pain. Reducible hernia left inguinal. Robotic left inguinal repair.¿ on (B)(6) 2013: inpatient hospitalization [hospitalization dates unknown]. On (B)(6) 2013: robotic left inguinal hernia repair. Implant: prolene 3 x 5. Findings: ¿the patient had a moderate-sized left inguinal hernia, which was repaired robotically, as described below. He had a contralateral small hernia. No other intraabdominal lesions were seen.¿ procedure: ¿the abdomen was entered through a veress technique, and additional trocars were placed under direct vision. The above findings were noted. A peritoneal flap was created, and dissection was carried out, exposing the pubic symphysis, pubic ramus, external iliac vein, and anterior abdominal wall. The hernia sac was reduced completely. Following this, prolene mesh was fixed in place with 0 gore suture in an interrupted fashion, reinforced with hernia tacker. The peritoneum was then closed with a running suture of v-loc. The abdomen was then desufflated. The wounds were closed with 4-0 monocryl and skin staples.¿ on (B)(6) 2013: postoperative check. ¿doing well with small amount pain. No recurrence.¿ implant preoperative complaints: no information provided. Implant procedure: robotic right inguinal hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp02/9399671, 8 cm x 12 cm x 1 mm thick]. Implant date: on (B)(6) 2013. Description of hernia being treated: ¿the abdomen was entered through a veress technique and additional trocars were placed under direct vision. The robot was docked in standard fashion. A [sic] and incision at the parietal peritoneum was carried out with dissection to expose the pubic tubercle, pubic ramus, and the external iliac vein. The hernia sac was completely reduced.¿ implant size and fixation: ¿following this, piece of prolene mesh was placed in the abdomen. This was fixed in place with combination of endotak and robotic suturing. Repair appeared to be satisfactory. Following this, peritoneum was closed with 2-0 vicryl in a running fashion. The abdomen was desufflated. The wound was closed with 4-0 monocryl and skin staples.¿ preoperative complaints: on (B)(6) 2015: ¿possible right inguinal hernia. Prior lap hernia. Bilateral right persistent pain at superior margin mesh with coughing no low impulse ¿ offered injection prefers repair discussed pain even after repair. History of hernia repair. Weight 158, bmi 27.1. Exam: abdomen; hernia was discovered. Impression: indirect inguinal hernia. Plan: lap recurrent right hernia superior border suspected.¿ on (B)(6) 2015: health history and screen. ¿quit smoking several years ago. Diabetes, controlled with diet. Copd, asthma, cough at times, short of breath at times. Mrsa history, thumb.¿ on (B)(6) 2015: indication: ¿painful/symptomatic inguinal hernia. Recurrent from other surgeon 2013. We discussed the plan for repair and the planned mesh placement. The risks, benefits, and alternatives were discussed in detail prior to the procedure and the patient agreed to proceed.¿ procedure: laparoscopic recurrent inguinal hernia repair right side. Implant: prolene soft 6¿x6¿. Procedure date: on (B)(6) 2015. Findings: ¿mesh shrinkage/solid type; superolateral weakness.¿ procedure: ¿an umbilical incision was then made with 15 blade scalpel and using careful dissection down through the umbilicus until the fascia was reached and carefully opened. Stay sutures were placed in the fascia and the hasson was inserted. The abdomen was insufflated to a pressure of 15 mm hg then explored and no trauma due to hasson was noted. At this point, a peritoneal flap was developed on the affected side. The old solid mesh was flattened. With careful dissection transversalis, cooper¿s ligament and iliopubic tract were carefully identified and dissected free medially and laterally where appropriate. The hernia sac and peritoneum were carefully dissected off the cord structures, taking care to avoid injury to the cord. After satisfactory dissection had been achieved, mesh was marked, brought onto the field, and placed into the floor of the inguinal area covering the defect. It was then securely tacked with a 5 mm tacker. After satisfactory fixation of the mesh had been achieved, hemostasis was assured and the peritoneum was then used to cover the mesh and again tacked into position. The contralateral side was then inspected and there was no evidence of any hernia on theat [sic] side. No other abdominal pathology was appreciated. The fascial wound was repaired with vicryl. Skin was closed with monocryl. Prior to closure the operative field was manually and visually inspected and noted to be free of foreign bodies or additional pathology.¿ relevant medical information: on (B)(6) 2015: post op hernia. ¿no symptoms since last visit. No illness since last visit. No new symptoms. Skin wound healing well. Incision intact. Pain within normal limits for procedure performed. Plan: still some pain in area ¿ heat plus nsaids.¿ on (B)(6) 2015: follow-up hernia surgery. ¿still some pain, taking tylenol, wounds healed. Abdomen normal on visual inspection. Bowel sounds normal. Plan: close obs [observation].¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9399671. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The following was reported: ¿pt. Implanted with prolene mesh (l side) on (B)(6) 2013 and gore dual mesh (r side) on (B)(6) 2013. Pt suffered chronic pain at superior margin of gore mesh and underwent laparoscopic recurrent inguinal repair on right side on (B)(6) 2015. Findings: "mesh shrinkage/solid type and superolateral weakness. The mesh was also noted to be "flattened." A new prolene mesh was placed over the gore mesh to fix the resulting hernia from the shrinkage. Post-surgery patient's pain has continued. He describes it as sharp and shooting. He was scheduled to have another exploratory procedure due the pain but he canceled because he was afraid of risks. He was told it would be very complicated procedure and could end up with colostomy bag. Plaintiff is facing lifetime of pain.¿ it was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and espress warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information and medical records have been requested.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/26/2013 were not provided. (B)(6) 2013 (B)(6) medical center. (B)(6), md. Operative report. Preop diagnosis: left inguinal hernia. Postop diagnosis: bilateral inguinal hernias. Procedure: robotic left inguinal hernia repair. Findings: ¿the patient had a moderate-sized left inguinal hernia, which was repaired robotically, as described below. He had a contralateral small hernia. No other intraabdominal lesions were seen. Description of procedure: the patient was taken to the operating room, and satisfactory anesthesia and prep and drape were carried out. The abdomen was entered through a veress technique, and additional trocars were placed under direct vision. The above findings were noted. A peritoneal flap was created, and dissection was carried out, exposing the pubic symphysis, pubic ramus, external iliac vein, and anterior abdominal wall. The hernia sac was reduced completely. Following this, prolene mesh was fixed in place with 0 gore suture in an interrupted fashion, reinforced with hernia tacker. The peritoneum was then closed with a running suture of v-loc. The abdomen was then desufflated. The wounds were closed with 4-0 monocryl and skin staples. The patient tolerated the procedure without complications.¿ (B)(6) 2013: (B)(6) medical center. (B)(6) md. Operative report. Preop diagnosis: right inguinal hernia. Postop: right inguinal hernia, indirect. Procedure: robotic right inguinal hernia repair. Assistant: dr. (B)(6). Findings: ¿the patient had a moderate-sized right inguinal hernia of an indirect nature. This was repaired robotically as described below. Description of procedure: the patient was taken to the operating room, satisfactory anesthesia, prep and drape was carried out. The abdomen was entered through a veress technique and additional trocars were placed under direct vision. The robot was docked in standard fashion. A ____ [sic] and incision at the parietal peritoneum was carried out with dissection to expose the pubic tubercle, pubic ramus, and the external iliac vein. The hernia sac was completely reduced. Following this, piece of prolene [sic] mesh was placed in the abdomen. This was fixed in place with combination of endotak and robotic suturing. Repair appeared to be satisfactory. Following this, peritoneum was closed with 2-0 vicryl in a running fashion. The abdomen was desufflated. The wound was closed with 4-0 monocryl and skin staples. The patient tolerated the procedure without complications.¿ (B)(6) 2013: (B)(6) medical center. Medical device tracking form. Implant sticker. Product: gore® dualmesh® plus biomaterial. Manufacturer: w.l. Gore & associates. Ref catalogue number: 1dlmcp02. Lot batch code: 9399671. Exp: 2014/05. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp02/9399671) was implanted during the procedure. Records between 12/19/2013 and 4/15/2015 were not provided. (B)(6) 2015: surgery clinic. (B)(6). Office notes. Cc: possible right inguinal hernia. Hpi: prior lap hernia naughton bilateral right persistent pain at superior margin mesh w/ coughing no low impulse ¿ offered injection prefers repair discussed pain even after repair. Psh: hernia repair. Wt 158, bmi 27.1. Exam: abdomen: hernia was discovered. Impression: indirect inguinal hernia. Plan: lap recurrent right hernia superior border suspected. (B)(6) 2015: (B)(6) medical center, llc. (B)(6) md. Operative report. Pre/postop diagnosis: indirect inguinal hernia, recurrent unilateral. Procedure: laparoscopic recurrent inguinal hernia repair right side. Assistant: dr. (B)(6). Indication: painful/symptomatic inguinal hernia. Recurrent from other surgeon 2013. We discussed the plan for repair and the planned mesh placement. The risks, benefits, and alternatives were discussed in detail prior to the procedure and the patient agreed to proceed. Findings: ¿mesh shrinkage/solid type; superolateral weakness. Technique: the patient was brought to the operating room, placed in supine position. After satisfactory anesthesia had been achieved, the patient was prepped in a sterile fashion. An umbilical incision was then made with 15 blade scalpel and using careful dissection down through the umbilicus until the fascia was reached and carefully opened. Stay sutures were placed in the fascia and the hasson was inserted. The abdomen was insufflated to a pressure of 15 mm hg then explored and no trauma due to hasson was noted. At this point, a peritoneal flap was developed on the affected side. The old solid mesh was flattened. With careful dissection transversalis, cooper¿s ligament and iliopubic tract were carefully identified and dissected free medially and laterally where appropriate. The hernia sac and peritoneum were carefully dissected off the cord structures, taking care to avoid injury to the cord. After satisfactory dissection had been achieved, mesh was marked, brought onto the field, and placed into the floor of the inguinal area covering the defect. It was then securely tacked with a 5 mm tacker. After satisfactory fixation of the mesh had been achieved, hemostasis was assured and the peritoneum was then used to cover the mesh and again tacked into position. The contralateral side was then inspected and there was no evidence of any hernia on theat [sic] side. No other abdominal pathology was appreciated. The fascial wound was repaired with vicryl. Skin was closed with monocryl. Prior to closure the operative field was manually and visually inspected and noted to be free of foreign bodies or additional pathology.¿ complications: no complications were noted. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6) medical center. (B)(6); sissons. Anesthesia record. Wt 72 kg, asa 3. (B)(6) 2015: (B)(6) regional medical center. [Illegible]. Health history and screen. Wt 158 lbs. Quit smoking several years ago. Diabetes, controlled with diet. Copd, asthma, cough at times, short of breath at times. Surgical history: CABG, bil. Ing. Hernia repair, brain surgery. Mrsa history, thumb. (B)(6) 2015: medical history: emphysema, coronary atherosclerosis native coronary artery atherosclerosis; without angina pectoris, hypertension essential (primary) hypertension. (B)(6) 2015: (B)(6) medical center. Medical device tracking form. Implant record. Right inguinal hernia. Prolene soft 6¿x6¿. (B)(6) 2015: (B)(6) medical center. [Illegible]. Post-anesthesia care unit nursing record. Continuously coughing, coughing uncontrollably, lidocaine given, coughing stopped. (B)(6) 2015: [ni]. (B)(6) office note. Post op hernia. No symptoms since last visit. No illness since last visit. No new symptoms. Skin wound healing well. Incision intact. Pain within normal limits for procedure performed. Normal appetite. Wt 158 lbs, bmi 27.1. Plan: still some pain in area ¿ heat plus nsaids. (B)(6) 2015: [ni]. (B)(6) office notes. Follow-up hernia surgery. Still some pain, taking tylenol, wounds healed. Abdomen normal on visual inspection. Bowel sounds normal. Plan: close obs. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.